Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) 6 months after implant due to device stopped working. Pump would deflate and stay deflated. Reservoir migrated out of space and twisted until tubing broke. All components removed. A new ipp was implanted.

Manufacturer narrative:
Product analysis confirmed a mechanical malfunction of the device that is the most probable cause for the reported events. The pump deflation ball was observed to be misaligned. A misalignment of the deflation ball would render the pump non-functional and would not allow for inflation to be maintained. Additionally a fluid leak in the kink resistant tubing that connects the pump and reservoir was identified. After the loss of fluid the pump would no longer be functional. The specific allegation of the pump staying deflated was not observed during testing, and the allegation of reservoir migration could not be confirmed through product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) 6 months after implant due to device stopped working. Pump would deflate and stay deflated. Reservoir migrated out of space and twisted until tubing broke. All components removed. A new ipp was implanted.